Manufacturer narrative:
(B)(4). Reporter's complete address and phone number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the trigger of the device was blocked, jammed, and moving heavily. It was further determined that the device failed pretest for check reverse locking mechanism, check function of soft mode switch (safety system), and check the power with test bench. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the upper trigger of the compact air drive device was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.